Event description:
It was reported that the patient presented to in-clinic follow-up with a complaint of diaphragmatic stimulation. Upon device interrogation, it was discovered that the left ventricular (lv) lead had undergone an automatic polarity switch due to high pacing impedance measurements in bipolar configuration. Programming changes were made to the pacing vector, and the physician elected to continue to monitor. The patient was in stable condition.